Event description:
Pt underwent repair of retinal detachment. During procedure and while using laser probe the laser became disabled. The tip of laser, piece of fiber came off in eye. Laser fiber retrieved.